Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected. A review of the data log did not confirm the reported event of a transmitter failed error. A probable cause could not be determined.